Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. According to clinical/medical investigation, a revision surgery was performed due to a jii bcs post breakage secondary to a ¿grossly rotated¿ tibia. Per correspondence, the surgeon did not require a report. It was communicated that the explant was not available for return/evaluation. The provided explant photo supports the complaint of a broken post. No further clinically relevant documentation and/or the information was provided for inclusion in the medical investigation. Reportedly, the ¿grossly rotated¿ tibia was the root cause of the event; however, this could not be confirmed or concluded based on the limited information provided. The patient impact beyond the reported clinical findings and the revision procedure could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had a unknown journey bcs / journey ii bcs knee where the post broke off the poly. It is unknown how the procedure was finished or if there was any delay.